Event description:
It was reported that during a procedure of the femoral artery, the absolute pro stent delivery system (sds) was positioned but the stent could not be released; there was an issue with the release system. There was no reported premature stent deployment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that the distal outer sheath was torn 6.5cm proximal to the distal end. The inner braiding and guide wire lumen were still intact with no damage noted.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The difficulties deploying the stent and retraction problem could not be replicated in a testing environment due to the condition of the returned device as the distal outer sheath was separated. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.